Event description:
It was reported that the left ventricular (lv) lead had dislodged approximately seven months post implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6).